Event description:
It was reported the pt had surgery on (B)(6) 2013 to replace a spectra penile prosthesis due to "attrition." The original surgery implanted a left spectra cylinder 11 yrs previous and the replacement surgery implanted left and right spectra cylinders. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.